Event description:
It was reported that pump displayed malfunction alarm after being dropped going through security x-ray screening. There was no reported adverse impact to the customer's blood glucose level. Customer was educated that pump should not go through any type of x-ray, was provided instructions on how to reset pump. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.